Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the server. On further inspection by the technical support specialist (tss) it was confirmed that network-related or instance specific error occurred while establishing a connection to sql server. The server was not found or was not accessible. The tss verified that the instance name was correct and that sql server is configured to allow remote connections. The tss was successfully able to be logged into the report server by using the new password provided by the customer and confirmed that the issue was resolved. The tss confirmed that the application server was inaccessible which was assigned to the interface team. The tss stated that report and aio (all in one) test servers are now accessible. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported when using the bd pyxis¿ es server, user was unable to access the server and error message displayed, "error occurred while processing your request". The customer reported that the user was able to remove the medication from another station resulting in three to five minutes delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.